Event description:
It was reported that during an arthroscopy, the novostitch pro meniscal repair system's first load was captured properly, but the cartridge broke in half prior to the second capture while still attached to the novostitch handle as the doctor was attempting insertion into the meniscus, resulting in an incomplete repair. The surgery was completed using a backup device instead, a firstpass mini. There was a surgical delay greater than 30 minutes, and nothing fell off inside the patient's anatomy.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected information on: d3, g1.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with no visible damage. There is biological debris on the device and the lower jaw is intact. A functional assessment of the device found it functions as designed when tested with a reference cartridge. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the fracture include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.